Manufacturer narrative:
Device was used for treatment, not diagnosis. Rath s. Et al. (2008). Accuracy of pedicle screw insertion in the cervical spine for internal fixation using frameless stereotactic guidance. J neurosurg spine, volume 8, pp. 237-245. Authors: germany. This report is for unknown (device name)/unknown quantity/unknown lot. Unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: rath s. Et al. (2008). Accuracy of pedicle screw insertion in the cervical spine for internal fixation using frameless stereotactic guidance. J neurosurg spine, volume 8, pp. 237-245. Authors: germany. The aim of this study was to evaluate the feasibility and accuracy of computer-assisted cervical pedicle screw (ps) insertion in a standardized clinical protocol for patients with marked spinal instability. This is a 2-year period study from july 1999 to june 2001 consisting of a consecutive series of 27 patients who underwent posterior transpedicular fixation of the cervical spine. F. The patients included 9 women and 18 men, with an average age of 50 years (range 14-74 years). For posterior fixation of the cervical spine, a special titanium screw/rod system (cervifix, synthes company) was used. Patients case number 24-27 were treated with a further development of this system (starlock, synthes company). Ten of the 27 patients underwent supplemental anterior surgery with fusion using autologous strut grafts (unknown manufacturer). The postoperative follow-up period was 5-38 months (mean 19 months). The patients were followed up with neurological assessments and standardized radiography studies obtained immediately after surgery. The placement of pss was inspected on postoperative computed tomography (CT) scans within a few days of surgery. The effectiveness of navigation was defined by comparing snapshots taken from the workstation screen showing the screw entrance point, angle, and pathway through the pedicle with its position on postoperative CT scans. Stability was assessed on flexion-extension radiographs and standard lateral and posterior-anterior views. The authors did not specify the association between the devices and complications. Therefore, all complications will be captured. Complications: five cases experienced critical encroachment of 40-60% endangering the vertebral artery. Complications reported at various levels, c2-t1: perforations- 82 screws; breach, noncritical (breach with cortical effraction of 1-2mm) and critical (screw encroachment into the vertebral canal of >25%): it is unclear if the numbers referenced in table 2 are related to the number of screws or number of patients. A cortical breach was found in 12 cervical pedicles (10%). Nine lateral malplacements with partial encroachment of the transverse foramen in 8 patients: 4 at c3; 4 at c4; 1 at c5. Sufficient intrapedicular placement with (suspected) minimal perforation of the pedicle wall, but without any possible neurovascular compromise, was observed in 39 (34%) cervical and 2 thoracic pedicles. A noncritical lateral or inferior cortical breach was seen with 7 screws (6%). This is report 2 of 2 for (B)(4). This report is for an unknown starlock.